Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Crumbled into pieces... Flaking- tampon [device breakage]. Case narrative: consumer reported via social media that the tampon crumbled into pieces. No injury was reported.